Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Quantity: 2. This report is number 5 of 7 mdrs filed for the same patient (reference 1825034-2016-01743 / 01749). Product requested, not yet received.

Event description:
During a procedure, one tibial plate, ten screws, and two screwdrivers fractured as the fixation system was being implanted in to the patient. All fractured pieces were removed from the patient. This resulted in a two hour delay in procedure. Another plate and set of screws were used to complete the procedure.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Review of manufacturing history found no evidence of product nonconformance for any of the returned devices, and all likely left the manufacturer conforming to print. Material analysis of the devices revealed the plate surface had abrasions similar to those seen when cut with a bolt cutter or equivalent instrument. The driver fractures were all near the base of the hex and appeared to be due to torsional shear overload resulting in brittle fractures. The screws all had signs of damage, including two with sheared off heads and one still containing the tip of the driver. The most likely root cause of all the damage on the devices is biomechanical overload. There are warnings in the package insert that these types of events can occur. Under possible adverse effects, it states, "loosening, bending, cracking or fracture of the orthopaedic screw, intramedullary nail, plate and screw-plate combination or loss of fixation in bone attributable to nonunion, osteoporosis, markedly unstable comminuted fractures."